Event description:
Report received that the patient was admitted into the hospital due to spikes in blood pressure and dizziness. No other relevant information has been received to date.

Event description:
It was reported that the dizziness and spikes in blood pressure that the patient experienced were related to the patient's medications and not the vns device.